Manufacturer narrative:
Per x-ray provided the complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
It was reported that during a hip arthroscopy with lebral repair the blue repair suture snapped when it was reduced down to the labrum. In addition the white shuttle suture of another anchor tore while flossing as well. The anchors remained inside the patient but the sutures were cut and flushed out. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.